Manufacturer narrative:
The provided alarm trace shows multiple sample quality alarms on the day of the event. The provided calibration data is from march which is outside of the recommended calibration frequency. No qc was measured on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys pth immunoassay for one patient sample from the cobas 6000 e601 module. The initial result was 10.38 pg/ml. The repeat results were 441.8 pg/ml and 464.2 pg/ml. The high result was considered to be correct. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 260511. The expiration date was requested but was not provided.